Manufacturer narrative:
(B)(4). Post market vigilance (pmv) conducted an evaluation of one endo gia¿ ultra universal 12mm single use instrument opened by the account. Visual inspection of the instrument noted that the articulation lever had disengaged from the rotation collar. Insufficient material transfer was observed on the lever, suggesting improper assembly of the articulation lever. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator¿ loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The articulation function could not be tested due to the disengaged lever. (B)(4).

Event description:
According to the reporter, the instrument handle would not assemble with the reload.